Manufacturer narrative:
(B)(4)

Event description:
A pump alarm was heard; telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume being reached. They were able to aspirate the pump, but received nothing because the pump was empty. They tried to refill the pump and were unable to fill it. They used a new needle/new access and held negative pressure; nothing helped. They could not push any medication in. They tried a 5 ml syringe with saline and pushed on the syringe; the healthcare provider reported the syringe "wont move even a millimeter". Additional information has been requested, a follow-up report will be sent if additional information becomes available.